Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation in the designated pain pattern, but has unintended rib stimulation. X-rays showed lead had migrated. Follow-up determined the patient's lead was repositioned. The sjm representative reprogrammed the patient post-operatively. Reportedly the patient has optimal pain coverage.